Event description:
It was reported that the patient presented with weak cylinder strength in his inflatable penile prosthesis (ipp). A revision surgery was performed and saline was added to the reservoir. No components were removed. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.